Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the subclavian artery. An 8.0 x 30 x 135 cm express ld vascular stent was selected. During unpacking, the stent became dislodged outside the body upon removal from its packaging. The procedure was subsequently completed using another stent of the same model. The patient's condition remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).